Event description:
It was reported that "the catheter got stuck during insertion and it became unable to manipulate. The catheter became stuck when it was advanced into the pulmonary artery. There was difficulty withdrawing the catheter, but the customer managed to remove it by pulling hard. It is unknown if there were any abnormalities noted on the catheter. The introducer used was probably ava, but it was not replaced and another catheter was inserted. The second catheter could be inserted without any problems." Additional information confirmed the catheter became stuck when it was inserted approximately 24cm. The catheter was left as it was for 1.5 hours and it became able to move and then removed. No patient injury was reported.

Manufacturer narrative:
Additional testing was conducted and found the outer diameter of the catheter was slightly above (0.003') the allowable specification at the proximal end of the thermal filament. Although the out of spec condition was confirmed as related to the manufacturing process, it is not known if it was a contributing factor to the original complaint event, as the failure reported could not be reproduced during functional testing. An investigation has been opened to determine if corrective actions are needed to address the out of spec condition.

Manufacturer narrative:
The product was returned for evaluation. One catheter with monoject 1.5cc limited volume syringe was received with edwards contamination shield seated to the catheter through 45cm to 90cm. The customer report of insertion/removal difficulty could not be confirmed during the analysis. The catheter body was found to have an indentation at 88cm proximal from the tip at the contamination shield valve location. No visible damage was observed from the distal side of the catheter body or returned syringe. The catheter was able to be inserted into and removed from a lab sample 8.5f ava introducer without any resistance. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Visual examination was performed under microscope at magnification 10x. The lot number was not provided; therefore, a device history record review could not be performed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. It is not known if any procedural factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The lot number was obtained for the device. A device history record review was completed and documented that the device met all specifications upon distribution.